Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain/ lower pelvic pains') in a female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathic pain on (B)(6) 2012, tenderness muscle, endometriosis and laparoscopy. Concurrent conditions included achilles tendinitis since (B)(6) 2018, spondylosis since (B)(6) 2018, vitamin d deficiency since (B)(6) 2018, pernicious anaemia since (B)(6) 2018, fibromyalgia since 2007 and back pain since 2007. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), urinary tract disorder ("urinary/bladder problems") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomies and essure device removal bilaterally). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for changes to menstraul cycle, dyspareunia, heavy/abnormal bleeding, localised pain, psychological/psychiatric problems and urinary/bladderproblems (outcome of events regarded as "resolved"). Essure insertion details: she had a lot more pain when essure was being inserted on the right side, she was wondering if it may be to do with the essure device being incorrectly sited. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: negative. Ultrasound scan - on (B)(6) 2013: ultrasound scan of the pelvis is normal, in particular the uterus appears normal as do ovaries.. Ultrasound scan vagina - on (B)(6) 2014: normal size anteverted uterus with both essure devices ultrasonically appeared correctly positioned. Lot number: c12705, manufacturing date: 2014-01-11, expiration date: 2017-01-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and mentrual disorder . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localised pain/ lower pelvic pains") in an adult female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of neuropathic pain in 2012 and chronic cervicitis, adenomyosis, depressive episode, indigestion, anxious mood, shaky feelings, stress incontinence, tenderness, parity 2 (she has 2 children aged 15 and 12 years and is currently using condoms), laparoscopy, endometriosis and tenderness muscle. Concurrent conditions were listed as pernicious anaemia, vitamin d deficiency, spondylosis and achilles tendinitis since 2018 as well as back pain and fibromyalgia since 2007. On (B)(6) 2014, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), urinary tract disorder ("urinary/bladder problems") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomies and essure device removal bilaterally). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, localised pain, psychological/psychiatric problems and urinary/bladder problems (outcome of events regarded as "resolved"). Essure insertion details: she had a lot more pain when essure was being inserted on the right side, she was wondering if it may be to do with the essure device being incorrectly sited. Essure hysteroscopic sterilization: 4-4 coils noted. Conservation of ovaries, removal of essure and treatment of endometriosis suspected on pelvic x-ray however MRI scanning went on to show recurrent l5/s1 disc protrusion minimum loss of right hip rotation and flexion, and tenderness on palpation of her right itb band hysterectomy benign clinical details: hmb/essure hysteroscopic sterilization. Trh and bilateral salpingectomies with removal of essure devices from tubes. Smears normal. Macroscopic report: the right fallopian tube measures 90mm in length and 7 mm in diameter. The left fallopian tube measures 78mm in length and up to 10mm in diameter. Through the fallopian tube the firm nodule appears t be a simple cyst filled with gelatinous material. Final report: the cervix reveals mild active chronic cervicitis with retention cyst formation. Endometrium appears inactive. The tubes show paratubal cysts and focal congested blood vessels and hemorrhage, no malignancy. Diagnostic summary: uterus, cervix, tubes: adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: not reported. [Pregnancy test] on (B)(6) 2019: negative. [Rheumatological examination] on (B)(6) 2014: fibromyalgia. [Ultrasound pelvis] on (B)(6) 2016: finding: the anteverted uterus is normal in size, contour and reflective. No fibroid identified. The endometrium measures 9.6mm. (Lmp 4week ago). Normal size and ultrasound appearances of both ovaries. No adnexal masses or free fluid seen. [Ultrasound scan] on (B)(6) 2013: ultrasound scan of the pelvis is normal, in particular the uterus appears normal as ovaries. On (B)(6) 2019: normal but has been reading that the only way to tell if essure devices are correctly sited is with a specialist test has known endometriosis, wondering if pelvic pains are due to that and need further treatment. [Ultrasound scan vagina] on (B)(6) 2014: normal size anteverted uterus with both essure devices ultrasonically appeared correctly positioned. [X-ray] on (B)(6) 2016: hip joint abnormal. [X-ray of pelvis and hip] on (B)(6) 2014: show recurrent l5/s1 disc protrusion. Lot number: c12705. Manufacturing date: 2014-01-11. Expiration date: 2017-01-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and mentrual disorder. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, patient information, medical history, lab data, and non drug treatment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), urinary tract disorder ("urinary/bladder problems") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure was removed on (B)(6) 2020 via hysterectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for changes to menstraul cycle, dyspareunia, heavy/abnormal bleeding, localised pain, psychological/psychiatric problems and urinary/bladder problems (outcome of events regarded as "resolved"). Lot number: c12705, manufacturing date: 2014-01-11, expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems") and urinary tract disorder ("urinary/bladder problems"). The patient was treated with surgery (essure was removed on (B)(6) 2020 via hysterectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage, mental disorder, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for changes to menstraul cycle, dyspareunia, heavy/abnormal bleeding, localised pain, psychological/psychiatric problems and urinary/bladderproblems (outcome of events regarded as "resolved"). Lot number: c12705, manufacturing date: 2014-01-11, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, localised pain, psychological/psychiatric problems and urinary/bladder problems. The previously reported "pain" was amended to "pain / localised pain" and its outcome updated to "resolved". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.